Event description:
The user received a discrepant troponin t result for one pt serum sample collected in a 16 x 100 bd vacutainer tube. The initial result from an aliquot cup was 0.187 ng per ml. Repeat results were less than 0.010 ng per ml three times. Another sample was collected from the pt which gave results of 0.020 ng per ml and 0.024 ng per ml. The user had an internal procedure for all positive troponin t results that states all should be repeated twice and the duplicate result reported. The negative result was reported for this pt. The field service rep replaced the measuring cell, rechecked the alignment of the black tubing, adjusted the high voltage and checked the mixer paddle and sipper nozzle. To verify the analyzer operation, he ran performance tests.